Event description:
It was reported that the patient presented at office consultation because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and the tubing connecting the pump and the reservoir was found to be cracked. The pump was removed and replaced with a new one, for the reservoir, a new one was implanted but the original remained implanted. There were no patient complications reported.

Event description:
It was reported that the patient presented at office consultation because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and the tubing connecting the pump and the reservoir was found to be cracked. The pump was removed and replaced with a new one, for the reservoir, a new one was implanted but the original remained implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically examined, and leak tested. No anomalies were found with the component. Based on the information available and analysis results, the reported clinical observations of a hole and a mechanical issue were not confirmed.